Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and performed consumed diluent procedure, mixed and installed new lot number of coulter dxh diluent to address the platelet background issue. He verified daily checks, latron and controls. (B)(4).